Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported no complaint against the device. Later healthcare professional reported "benign calcification" and "lymph nodes in the right axilla". Later healthcare professional reported "rupture" and "exchange of textured device due to patient's concern with product". Later healthcare professional reported "implant capsules sent to pathology", "capsular contracture baker grade I", "glandular ptosis", fibroglandular tissue" and benign calcification" confirmed with mammography. This record is for the right side. Device remains implanted and it will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported no complaint against the device. Later healthcare professional reported "benign calcification" and "lymph nodes in the right axilla". Later healthcare professional reported "rupture" and "exchange of textured device due to patient's concern with product". Later healthcare professional reported "implant capsules sent to pathology", "capsular contracture baker grade I", "glandular ptosis", fibroglandular tissue" and benign calcification". Confirm whit mammography. This record is for the right side. Device was explanted and replaced.